Manufacturer narrative:
It was further specified that the incorrect temperature reported, after changing to vigilance ii monitor, was only suspected by the customer. Cardiac output (co) value displayed was in the normal range and there was no error message. Vigilance ii monitor was received for a full examination. The report could not be confirmed. By visual inspection no defects were identified. Vigilance ii monitor ran the burn-in simulator test for two days and all the values displayed were in range. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, during use in an ICU patient with this vigilance ii monitor, with a swan ganz catheter, the blood temperature measured was around 36c, although blood was heated with extra corporeal membrane oxygenation and the cardiac output was displayed. At the evening, before night shift, monitor display was black and monitor did not work anymore. The patient was connected to an hemosphere monitor with same swan ganz catheter and temperature around 38c was displayed. There was no allegation of patient injury. The vigilance ii monitor is available for evaluation.